Manufacturer narrative:
(B)(4). Date sent: 6/14/2023. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode separated from the lower jaw but still attached to the active rod. No damage to the ptc was observed. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three times. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. Batch #: v95r7w. Additional information was requested and the following was obtained: can you please confirm if this was an enseal device or it was a harmonic device---the device should be enseal with correct code#: nslg2c35. If this was an enseal: did the electrode ceramic separate or break off?---the broken part should be electrode ceramic or ptc material per the response from sales rep, but the exact broken part could not be confirmed. Did the I blade get damaged or break off?---no. Is the jaw damaged but not broken off?---no. Is the top jaw loose but not detached?---no. Is the top jaw ptc material damaged?---the broken part should be electrode ceramic or ptc material per the response from sales rep, but the exact broken part could not be confirmed. Is the black ptc in the upper jaw detached?---the broken part should be electrode ceramic or ptc material per the response from sales rep, but the exact broken part could not be confirmed. Is the top jaw broken off the of the device?---no. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the electrode ceramic or ptc material was broken off. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.